Manufacturer narrative:
Second implanting physician: dr. (B)(6).

Event description:
It was reported that bleeding occurred at the site of the arteriotomy near the femoral puncture site. Access was obtain via the femoral artery. A 27mm lotus edge valve and an 15f isleeve introducer sheath were used in a transcatheter aortic valve replacement procedure. Halfway through advancing the lotus edge valve through the isleeve introducer sheath, resistance was noted and a high amount of force was needed to advance the device. The lotus edge valve was implanted with a good result. During removal of the lotus edge valve delivery system, resistance was again experienced at the valve capsule. The physician pulled harder to remove the device. The tip of the sheath was noted to have shortened by an inch. The isleeve introducer sheath was removed. The isleeve introducer sheath had a large buckle in the middle of the shaft. Bleeding of the arteriotomy near the femoral puncture site. A percloses and multiple inflations with a balloon were used in attempt to reduce the bleeding. A surgeon was called in to close the vessel. Cutdown was performed and a small puncture hole was observed. The percloses were removed. No patient complications were reported.

Event description:
It was reported that bleeding occurred at the site of the arteriotomy near the femoral puncture site. Access was obtain via the femoral artery. A 27mm lotus edge valve and an 15f isleeve introducer sheath were used in a transcatheter aortic valve replacement procedure. Halfway through advancing the lotus edge valve through the isleeve introducer sheath, resistance was noted and a high amount of force was needed to advance the device. The lotus edge valve was implanted with a good result. During removal of the lotus edge valve delivery system, resistance was again experienced at the valve capsule. The physician pulled harder to remove the device. The tip of the sheath was noted to have shortened by an inch. The isleeve introducer sheath was removed. The isleeve introducer sheath had a large buckle in the middle of the shaft. Bleeding of the arteriotomy near the femoral puncture site. A percloses and multiple inflations with a balloon were used in attempt to reduce the bleeding. A surgeon was called in to close the vessel. Cutdown was performed and a small puncture hole was observed. The percloses were removed. No patient complications were reported.

Manufacturer narrative:
Second implanting physician: dr. (B)(6). Device analysis of the returned isleeve sheath revealed that there are numerous sheath kinks. All 3 of the seams are starting to expand at the kinked locations and the tip is torn as expected with device usage.